Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door three was failing consistently, and the switches were already greased. A field service engineer (fse) removed the center column from the station, disconnected the harness from the controller board, and reconnected it. The fse returned the center column to its position. When the user attempted to recover the doors, the door number two clicked three times when opened. The fse removed the center column from the station, unplugged the harness for door two from the controller board, and then reconnected it, returning the center column to the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door three was failing consistently. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.